Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that there were two cases of coils that achieved hemostasis and the patients came back about a week later with flow through the coil pack. Additional information received reported 3 concerto coils were involved in the event. The initial embolization procedure was completed with (B)(6) 2021. Flow through the coils was observed and the patient was symptomatic. A second embolization procedure of the same artery was completed (B)(6) 2021. No images were available.